Event description:
It was reported that in the ic after the catheter was placed the extension line separated from the juncture hub of the catheter. There was no problem inserting the catheter or removing the guide wire. The extension line separated after suturing but before the catheter got attached with an infusion patch. As a result, the catheter was removed and a new kit was opened and the catheter was placed successfully. There was a delay in treatment but no harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Eval: a single lumen arterial catheter was returned for analysis. The extension line tubing is separated from the juncture hub. The juncture hub and the end of the tubing were examined microscopically. The end of the tubing is cut cleanly at a right angle with no signs of tearing. The outer surface of the tubing has no indication that it had been insert molded into the catheter hub. The juncture hub has a raised area around the lumen opening where the tubing had been in contact with the hub. This hub surface has microscopic impressions that are consistent with the end tubing. The tubing was bonded only to the surface molded juncture hub and was not inserted to the correct depth. The device history records for the catheter were reviewed with no findings relevant to this complaint. The reported complaint that an extension line separated from the catheter juncture hub was confirmed through visual inspection of the returned sample. The extension line tubing was not inserted to the correct depth into the molded juncture hub during manufacture. Based upon the observed characteristics, the potential cause was determined to be mfg related. A nonconformance was initiated to investigate this issue further.